Event description:
Arsenic infusion running on secondary. Towards the end of the infusion, (10 min remaining) the infusion began to pull from the primary bag. Clamped primary tubing so patient would receive full.